Manufacturer narrative:
(B)(4) - broken pneumatic switch. Conclusion: the actual device involved in this event was returned for evaluation. Visual inspection of the device found that the pneumatic switch was broken. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. Prior to the procedure, the pneumatic connector was noted to be broken. The procedure was completed using a different motor drive unit with no adverse patient consequences.